Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated for a low blood glucose of 29 mg/dl while she was in the hospital for kidney pain. The customer's blood glucose did not go up after the treatment, so, she had to be given b50, which brought her up to 376 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. Found that the customer had not delivered any boluses since (B)(6), as she was currently using the device for the basal rates only. The customer stated that the insulin pump was exposed to a CT scan. The insulin pump passed the displacement test. There was no tubing clamp or hemostat available to conduct the high pressure test. Nothing further was reported.